Event description:
It was reported that the patient noticed leaking from the connection during a supply change. The patient removed and inspected the supplies, noting that the cartridge appeared intact and that no obvious damage was observed on the connector, and no insulin was seen in the tubing. The patient elected to use new supplies to complete the supply change and indicated that no further assistance was needed, with plans to call back if the issue persisted. Blood glucose levels were not affected. Based on visual and physical inspection, the issue was believed to be related to the connector. The connector and cartridge lot numbers were documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.